Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. (B)(4).

Event description:
Customer reported via phone call to have experienced keypad anomaly. Customer's blood glucose was 197 mg/dl. Customer reported that buttons were difficult to press. Customer confirmed that drive support cap was fine. Customer was advised that insulin pump would need to be replaced.